Event description:
In 2007, it was reported to boston scientific corp. That during the placement of an ultraflex stent system on a pt, the suture tore after the stent had partially deployed. The physician removed the stent and completed the procedure "successfully" using another same device. The pt's condition was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The april 2007 15-months trend report for this product family, inclusive of all failure modes, was reviewed; no adverse trend was noted and the march 2007 data point exceeded the complaint alert limit.